Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('my pain wasn't bad enough for her to check') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("having sex was like getting stabbed with a knife in the cervix for years"), restlessness ("unable to rest"), anxiety ("anxiety"), impaired healing ("unable to heal"), cystitis interstitial ("interstitial cystitis"), crying ("I literally cried"), tinnitus ("ear ring non-stop") and parosmia ("heightened sense of smell"). The patient was treated with surgery (surgery to remove essure). At the time of the report, the pelvic pain, dyspareunia, restlessness, impaired healing, cystitis interstitial, crying, tinnitus and parosmia outcome was unknown. The reporter considered anxiety, crying, cystitis interstitial, dyspareunia, impaired healing, parosmia, pelvic pain, restlessness and tinnitus to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media:ear ringing. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: new event (ear ringing). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('my pain wasn't bad enough for her to check') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("having sex was like getting stabbed with a knife in the cervix for years"), restlessness ("unable to rest"), anxiety ("anxiety"), impaired healing ("unable to heal"), cystitis interstitial ("interstitial cystitis"), crying ("I literally cried"), tinnitus ("ear ring non-stop"), parosmia ("heightened sense of smell") and pancreatic failure ("I went into pancreatic failuare due to my toxicity") and underwent endodontic procedure ("4 root canal and 3 implant"). The patient was treated with surgery (surgery to remove essure). At the time of the report, the pelvic pain, dyspareunia, restlessness, impaired healing, cystitis interstitial, crying, tinnitus and parosmia outcome was unknown. The reporter considered anxiety, crying, cystitis interstitial, dyspareunia, endodontic procedure, impaired healing, pancreatic failure, parosmia, pelvic pain, restlessness and tinnitus to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media:ear ringing. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : new reporter was added, event pancreatic failure was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('my pain wasn't bad enough for her to check') and pancreatic failure ('I went into pancreatic failuare due to my toxicity') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("having sex was like getting stabbed with a knife in the cervix for years"), restlessness ("unable to rest"), anxiety ("anxiety"), impaired healing ("unable to heal"), cystitis interstitial ("interstitial cystitis"), crying ("I literally cried"), tinnitus ("ear ring non-stop"), parosmia ("heightened sense of smell"), pancreatic failure (seriousness criterion medically significant) and post-traumatic stress disorder ("ptsd (post traumatic stress syndrome)") and underwent endodontic procedure ("4 root canal and 3 implant"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, dyspareunia, restlessness, impaired healing, cystitis interstitial, crying, tinnitus and parosmia outcome was unknown. The reporter considered anxiety, crying, cystitis interstitial, dyspareunia, endodontic procedure, impaired healing, pancreatic failure, parosmia, pelvic pain, post-traumatic stress disorder, restlessness and tinnitus to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: tinnitus and post traumatic stress disorder". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media. Events¿post-traumatic stress disorder" was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('my pain wasn't bad enough for her to check') and pancreatic failure ('I went into pancreatic failuare due to my toxicity') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("having sex was like getting stabbed with a knife in the cervix for years"), restlessness ("unable to rest"), anxiety ("anxiety"), impaired healing ("unable to heal"), cystitis interstitial ("interstitial cystitis"), crying ("I literally cried"), tinnitus ("ear ring non-stop"), parosmia ("heightened sense of smell"), pancreatic failure (seriousness criterion medically significant) and post-traumatic stress disorder ("ptsd (post traumatic stress syndrome)") and underwent endodontic procedure ("4 root canal and 3 implant"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, dyspareunia, restlessness, impaired healing, cystitis interstitial, crying, tinnitus and parosmia outcome was unknown. The reporter considered anxiety, crying, cystitis interstitial, dyspareunia, endodontic procedure, impaired healing, pancreatic failure, parosmia, pelvic pain, post-traumatic stress disorder, restlessness and tinnitus to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: tinnitus and post traumatic stress disorder". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('my pain wasn't bad enough for her to check') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("having sex was like getting stabbed with a knife in the cervix for years"), restlessness ("unable to rest"), anxiety ("anxiety"), impaired healing ("unable to heal"), cystitis interstitial ("interstitial cystitis"), crying ("I literally cried"), tinnitus ("ear ring non-stop") and parosmia ("heightened sense of smell") and underwent endodontic procedure ("4 root canal and 3 implant"). The patient was treated with surgery (surgery to remove essure). At the time of the report, the pelvic pain, dyspareunia, restlessness, impaired healing, cystitis interstitial, crying, tinnitus and parosmia outcome was unknown. The reporter considered anxiety, crying, cystitis interstitial, dyspareunia, endodontic procedure, impaired healing, parosmia, pelvic pain, restlessness and tinnitus to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media:ear ringing. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received : reporter information added . New event root canal and implant . Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ("since my surgery"). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), and experienced restlessness ("unable to rest"), anxiety ("anxiety"), impaired healing ("unable to heal"), cystitis interstitial ("interstitial cystitis"), dyspareunia ("having sex was like getting stabbed with a knife in the cervix for years"). Pelvic pain ("my pain wasn't bad enough for her to check"). And crying ("I literally cried"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, restlessness, impaired healing, cystitis interstitial, dyspareunia, pelvic pain and crying outcome was unknown. The reporter considered anxiety, crying, cystitis interstitial, dyspareunia, impaired healing, medical device removal, pelvic pain and restlessness to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, social media. New events: pelvic pain female, interstitial cystitis, crying, dyspareunia was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('since my surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced restlessness ("unable to rest"), anxiety ("anxiety") and impaired healing ("unable to heal"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, restlessness and impaired healing outcome was unknown. The reporter considered anxiety, impaired healing, medical device removal and restlessness to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: impaired healing, anxiety, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Reporter information added. Previously reported event : health issues were updated with medical device removal, anxiety, unable to rest and unable to heal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.